Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined a conclusive cause for the reported difficulties cannot be determined.

Event description:
It was reported that prior to use of the 3.5 x 23 mm xience alpine stent delivery system, the stent implant was observed to have moved distally on the balloon. There was no resistance reported during removal of the protective sheath from the device. The device was noted used on the patient. A new 3.5 x 28 mm xience alpine was used for the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.